Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that post the coronary drug eluting stenting treatment procedure, a stent thrombosis and pt death occurred. The lesions being treated were located in the left main (lm) to left anterior descending (lad), lm to left circumflex (lcx), and lm to high lateral (hl) branch. The pt and his family refused a treatment of CABG. Seven days prior to the initial intervention, the pt presented with chest pain. Angiography was performed and the pt was admitted to the hospital. Seven days later, ivus was performed in the lm to lad. The lm to lad lesion was predilated with a balloon (manufacturer and size unk). Then lm to lad and lm to lcx were predilated using the kissing balloon technique. A 3.00x28 mm taxus express2 drug eluting stent was placed in the lm to lad lesion. The struts of the taxus stent, located on the lcx side, were predilated. A non-bsc stent was implanted in the lm to lcx, going through and overlapping the taxus. The taxus stent and non-bsc stent were deployed in form of a "y". The non-bsc stent structs were dilated to keep blood flow. Then the physician post dilated the lm to lad and the lm to lcx using kissing balloon technique. Angiography showed 75% stenosis remained in the distal side of the lesion, where the taxus was implanted. Further dilations were made with an unk size balloon (manufacturer unk). After the dilatation, a dissection occurred in the lad lesion. The length was approx 5mm. A 2.5x28mm non-bsc stent was implanted in the dissected lesion, overlapping with the taxus stent. The non-bsc stent was post-dilated. Angiography confirmed that all the stents were well expanded and there were no problems. Medications given: aspirin, clopidogrel, and heparin. The pt was discharged from the hospital four days post the stent implant. Five days post the stent implant, the pt complained a small innumerable red exanthema in his leg and abdomen. He was prescribed " a topical cream, etc". Six days post the stent implant, the pt was transferred to the hospital in an acute confusional state (acs). His blood pressure was 50mmhg, but remained conscious. The physician confirmed the pt had a small innumerable red exanthema in his leg and abdomen. Solu-medrol, heparin, and catecholamine were administered. Thrombus inside the proximal side of the taxus stent was identified with angiography. The thrombus was aspirated using a thrombus aspiration catheter supported by intra-aortic balloon pump (iabp) and several dilations were made in the lesion. The timi grade improved to 3. The procedure was completed and the pt transferred to ICU. Two hrs later, the pt's condition lulled and his vitals were stable, but his blood pressure was still low. Catecholamine was administered and the pt remained on the iabp. Seven and a half hrs later, the pt's blood pressure decreased slowly. The physician suspected that cardiac tamponade had occurred. Therefore, echocardiography was performed, but there was no abnormal finding. The pt had an onset of acidosis. Four hrs later, a percutaneous extracorporeal pacemaker was started. The acidosis became worse. The following day, the pt died of cardiac arrest. Per the physician the cause of the death was complication of the sat and the anaphylactoid symptoms.